Manufacturer narrative:
The accessory was returned and evaluated. Engineering observed a small ledge at the bowl/tube interface of the cannula. The ledge is present on half of the inner diameter. The ledge has the potential to cause scraping in certain loading conditions. Site has previously returned scraped instruments. See MDR 2955842-2007-00071.

Event description:
The cannula accessory was returned as part of a field removal action. No patient harm, adverse outcome or injury was reported. The following medwatch reports listed below were also sent to the FDA. These reports only pertain to the field removal action from this specific site: #2955842-2007-00198